Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test or power loss alarms noted during testing or in the pump trace download. The insulin pump was received with missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed failed battery test alarm and power loss alarm. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.